Manufacturer narrative:
The reported event was confirmed as one unpacked fragment of an ar-12990n batch number: 15394124 was received inside an ar-12990 knee scorpion batch number 15333400 for investigation and the evaluation revealed that the fragment of the ar-12990n needle remained in the tip of the returned ar-12990 knee scorpion (see evaluation pictures 3 + 4). Functional testing was not performed due to the damage to the device. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used during the firing of the needle thus, breaking the needle and causing a blockage within the shaft. Dfu-0392-sub-eo warns against the usages listed to help avoid needle breakage and potential patient injury.

Event description:
It was reported that during a root repair surgery a part of the device broke off inside the scorpion. A part of the tip fell inside the patient. All fragments were retrieved from the patient. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a different device. It was not necessary to switch the surgical technique or do a second surgery.